Event description:
The surgeon had performed a makoplasty partial knee arthroplasty procedure on (B)(6) 2012. The patient presented with a post-operative infection, and the surgeon replaced the onlay insert component with an antibiotic spacer on (B)(6) 2013.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was initiated by mako surgical with regard to this event. The surgeon stated that the patient is doing fine and once the infection had subsided that he would replace the antibiotic spacer with a mako onlay insert component. The surgeon concluded that the infection did not result from the original makoplasty procedure or the implants.